Manufacturer narrative:
(B)(4).

Event description:
The pt's device helped her legs and buttock, but does not help her lumbar spine since implant. The stimulation was in the wrong location and the "wires are bent." The doctor was going to perform surgery on her "wires." Additional info has been requested.